Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a bloody irritation under her left breast. The patient reported that the device was exacerbating the patient's pre-existing skin condition. The patient's nurse applied a powder to the irritation. Follow-up indicated that the irritation had improved.